Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device when the reverse button was pressed it went forward and when the forward button was pressed it went backwards. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device direction was wrong, clockwise instead of counter clockwise when only the lower trigger is pressed. It was also observed that the motor wires were connected wrong. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing. The issue related to the manufacturing has been escalated to a non-conformance report. If additional information should become available, a supplemental medwatch report will be submitted accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.